Manufacturer narrative:
Mw5092701.

Event description:
Information was received that a smiths medical cadd extension set gets twisted and disconnects. It takes several attempts to connect correctly. Patient did switch to a different tubing set to continue infusion. The incident did not occur while in use with a patient, and was reported to be resolved. Remodulin was being infused at 2 mg/ ml. No patient injury.